Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in france, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, while tracking the valve in the descending aorta, resistance was noted. The resistance was caused by a renal artery stent which was partially deployed. When the delivery system with the crimped valve passed though the stent, there was an interaction between the valve and the stent which led to the partially opening of the sapien 3 valve. The team decided to deploy the valve in the descending aorta. The initial procedure was aborted and rescheduled. Later, a new sapien 3 valve was implanted successfully in the aortic position. The patient is stable post procedure.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined during the evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to device interacts with pre-existing device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, ''when tracking the valve in the descending aorta a resistance in the renal artery region was noticed. The resistance was caused by a renal artery stent which was partially deployed. When the delivery system with the crimped valve passed though the stent, there was an interaction between the valve and the stent which lead to the partially opening of the sapien 3 valve.'' Navigating anatomy with the presence of a pre-existing stent can increase the likelihood of valve interaction with the pre-existing stent. Procedural factors such as inadequate guidewire management and torqueing the delivery system can further contribute to stent interaction and tracking difficulty. It is likely that the presence of the patient's pre-existing stent in the renal artery obstructed the valve from being further advanced through the anatomy. Without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests patient factors (pre-existing renal stent) contributed to the reported event. Since no product non-conformance was confirmed, a product risk assessment escalation and corrective/preventative actions are not required.